Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection reamer failed to stay attached to reamer handles or hudson end. Reamer appear to be round off and will not turn when engaged with power reamer or with hand reamer. Tips appear to be worn.

Manufacturer narrative:
Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.